Manufacturer narrative:
Concomitant medical products - persona femoral, catalog unknown, lot unknown; articular surface, catalog unknown, lot unknown.

Event description:
Patient¿s legal counsel reported patient underwent right knee revision procedure approximately ten months post implantation due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant products ¿ persona right femur size 9 catalog 42502806602 lot 62898586; nexgen primary patella catalog 00587806541 lot 62843680; persona 10mm articular surface catalog 42522000610 lot 62775498. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Legal counsel for patient reported that patient underwent a right knee revision procedure approximately nine months post-implantation due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative record reported revision due to mechanical loosening of the tibial component. The femoral and patellar components were noted to be well fixed and no more than fifty percent bony ingrowth was noted on the backsided of the tibial tray. There were no signs of infection. The tibia and articular surface were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.